Event description:
I am an insulin pump pt. I use medtronic 670g pump and transmitter with a sensor. Over the past 14 months with this device, I have had my transmitter replaced twice so far, due to increasing frequency of the need to calibrate. I am once again having the same problem with a third transmitter. I have returned my prior two transmitters to medtronic per their request when providing a replacement. I use this pump as I am an insulin depending diabetic type I. I have been an iddm type I for 30 yrs and have used a pump for close to 20 yrs. Additionally, I am a registered emergency nursing director. I truly am believing this product is not working as intended. Additionally, I am fearful that if I do not use a transmitter / sensor my diabetes will not continue to be in good control, and therefore lead to complications. I have shared this info with medtronic and have requested supervisors to contact me which to date they have not done. I truly question why this device would need to be replaced twice so far. I am not participating in any activity more than walking and / or riding a bike. FDA safety report ID#: (B)(4).